Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, lot# va0wjgz, implanted: (B)(6) 2015, product type: lead. Product ID 3708695, serial# (B)(6), implanted: (B)(6) 2022, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 17-apr-2018, UDI#: (B)(4). Product ID: 3708695, serial/lot #: (B)(6), ubd: 27-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intermittent impedance was observed on contact 0 during evaluation following an implanted pulse generator replacement procedure. No environmental or external contributing factors were identified. Troubleshooting included removing the extension, cleaning and reinserting it, and repositioning the wires in the pocket; however, the impedance reading on contact 0 continued to appear intermittently during testing. The sutures on the implanted pulse generator were loosened and impedance testing was repeated at 1.0 ma, but the investigative impedance on contact 0 reappeared and remained present during closure of the procedure. The healthcare provider reported the patient was not using that contact for therapy and elected to leave the system as is. No surgical intervention occurred and none was planned. The issue was not considered resolved at the time of the report.